Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer reported that they were using an older scope with the video cable (maj-1430) and swapped out the maj-1430 and scope but the issue persisted. It was noted that the customer said that they blew out the video system center (cv-190) socket with canned air and inspected it for debris. The customer looked at the pins in the socket and said that one appeared to be damaged. The customer was transferred to send the device in for repairs. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center was not displaying the image. The issue was observed for an unknown diagnostic procedure. There was no patient harm or user injury reported due to the event.

Event description:
The event occurred during preparation for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customers complaint (image issue) was confirmed. It was found that the light turns on, but the square line of the image does not appear. In addition, the following non-reportable malfunctions were found during the device evaluation: the power switch is old and software version is old. A definitive root cause was not identified, however based on the results of the investigation, it's likely the loss of image occurred due to a faulty printed circuit board. Additionally, it's likely the event (light turned on, but the square line of the image did not appear) occurred due to a defective locking of the video socket connector. Olympus will continue to monitor field performance for this device.